Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the endoscope not properly flipping from up to down and had an image orientation issue. Tse reviewed the system logs and found no associated errors. Prior to tse, being contacted the customer had moved to a spare endoscope to continue the surgical procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, and failure analysis investigations confirmed but not replicated the customer reported complaint. Found error 48221 in log showing the issue occurred in the field. Additional observation not reported by site: the endoscope was visually inspected and found with foreign labeling on ic. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle one-third of the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated to find the aea shaft bearing contributed to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Endoscope passed all tests. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.